Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycemia quite severe [hypoglycaemia]. He was using the same-coloured pen for both is insulins (novopen 6) [product administration error]. Case description: this serious spontaneous case from the united kingdom was reported by a nurse as "hypoglycemia quite severe (severe hypoglycemia)" with an unspecified onset date, "he was using the same-coloured pen for both is insulins (novopen 6) (product administration error)" with an unspecified onset date, and concerned a 53 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Dosage regimens: novopen 6: current condition: omagh type 1 patient (duration not reported), visually impaired. On an unknown date, patient was admitted from home with quite severe hypoglycemia. He was using the same coloured pen for both insulins (basal and bolus) insulin (product administration error). Batch numbers of novopen 6 was requested. Action taken to novopen 6 was not reported. The outcome for the event "hypoglycemia quite severe (severe hypoglycemia)" was unknown. The outcome for the event "he was using the same-coloured pen for both is insulins (novopen 6) (product administration error)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following (not yet submitted) reference number updated. Narrative updated accordingly.

Event description:
Hypoglycemia quite severe, found unresponsive with some seizure activity [hypoglycaemic seizure]. Patient was using the same-coloured pen for both insulins he is also visually impaired and that had a part to play also. (Novopen 6) [product appearance confusion]. Patient feels he administered 30 iu units of fiasp instead of tresiba the night before. [Wrong product administered]. Case description: this serious spontaneous case received via regulatory authority from the united kingdom was reported by a diabetes nurse specialist as "hypoglycemia quite severe, found unresponsive with some seizure activity (hypoglycemic seizure)" beginning on (B)(6) 2024, "patient was using the same-coloured pen for both insulins he is also visually impaired and that had a part to play also. (Novopen 6) (product appearance confusion)" with an unspecified onset date, "patient feels he administered 30 iu units of fiasp instead of tresiba the night before.(wrong drug administered)" with an unspecified onset date and concerned a 53-year-old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart) from unknown start date and ongoing for "type 1 diabetes", tresiba (insulin degludec) from unknown start date and ongoing for "type 1 diabetes". Dosage regimens: fiasp: tresiba: current condition: type 1 diabetes (since 13 years old), visually impaired, diabetic eye disease, hypothyroidism (since on (B)(6) 2014), carpal tunnel syndrome (on (B)(6) 2013). Treatment included - glucagon. On (B)(6) 2024, patient experienced hypoglycemia quite severe, ambulance was called, found unresponsive with some seizure activity and was admitted to hospital (hospitalisation details not reported). Patient's blood glucose (blood glucose) was measured to be 0.8 mmol and treated with glucagon. Patient was using same-coloured pens (novopen 6) for both the insulins (tresiba and fiasp). Patient felt that he administered 30 units of fiasp instead of tresiba the night before. Recent change to smart pens (novopen 6) for tresiba and fiasp with same colour coupled with patient's reduced vision may have led to the incident. Batch numbers of novopen 6, fiasp, tresiba were requested. Action taken to fiasp was reported as no change. Action taken to tresiba was reported as no change. Event abated after use stopped or dose reduced for fiasp and tresiba doesn't apply event reappeared after reintroduction of fiasp and tresiba doesn't apply the outcome for the event "hypoglycemia quite severe, found unresponsive with some seizure activity (hypoglycemic seizure)" was recovered. The outcome for the event "patient was using the same-coloured pen for both insulins he is also visually impaired and that had a part to play also. (Novopen 6) (product appearance confusion)" was unknown. The outcome for the event "patient feels he administered 30 iu units of fiasp instead of tresiba the night before (wrong drug administered)" was unknown. Investigational result: novopen 6 - batch unknown. No investigation was possible, because neither sample nor batch number was available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following: malfunction, is non-reportable field updated. Qc result and qc comment field updated. Expected date of fu updated. Final report ticked. Annex b, c, d, g codes updated. Hcp information was updated. Medical histories were added. Lab data was added. Suspects fiasp and tresiba were added. Treatment medication "glucagon" was added. Event "severe hypoglycemia" was changed and coded to "hypoglycemic sei-zure." Event "product administration error" was deleted. New events "product appearance confusion", "wrong drug administered" were added. Event start date, outcome and treatment received were updated for the event "hypoglycemic seizure." Reporter causality was updated for the event "hypoglycemic seizure" with respect to fiasp, tresiba and novopen 6. Narrative updated accordingly: references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt.#. Reference ID#: 9681821-2024-00171. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 18-nov-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Since both bolus and basal insulin are used in the same colour pen, and patient is visually impaired, it is possible that patient got confused between products and administered bolus instead of basal insulin and resulted in severe hypoglycaemia. H3 continued: evaluation summary: novopen 6 - batch unknown. No investigation was possible, because neither sample nor batch number was available.